Event description:
As reported by the olympus territory manager for this event, the customer experienced that the device tended to crack and spit when being inserted in the scope. The customer chose to use another similar device instead. There is no harm or adverse impact to any patient.

Manufacturer narrative:
The device is not available, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the valve was cracking because there was deviation to the instructions for use, 7.3 attaching the biopsy valve to the endoscope. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿7.3 attaching the biopsy valve to the endoscope. Put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place (see figure 2).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.